Event description:
On (B)(6) 2014, the reporter contacted animas, alleging damage to the pump battery compartment. The reporter indicated that there were no noted power issues on the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/02/2014 with the following findings: the cartridge and battery caps were not returned with the product; a test battery cap was used for testing. The pump battery compartment was observed to be cracked along the side of the compartment on the threads, above the bumper pad on the threads, and below the bumper pad. Unrelated to the complaint, the display screen was observed to be dim, fading, and discolored with a reddish tint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.